Event description:
A peritoneal dialysis (pd) patient¿s daughter contacted fresenius technical support to report the liberty select cycler screen was dim during ready. Display brightness was set to - unknown. Display is so dim that much of the screen can't be read, but it's not entirely blank. The reported issue(s) is not a result of the supplies. The fresenius tech support rep told the caller to swap out the cycler and keep the iq drive. They also instructed them to return the power cord with the old cycler and notify pdrn about the replacement. The new cycler will come with default settings and the time/date. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment and patient has received the new cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.